Manufacturer narrative:
Follow-up #1 date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a visual inspection of the pump showed that there was visible moisture behind the display lens. The pump failed a leak test at the bolus button. During testing, the pump did not power on. The pump cover was opened and moisture corrosion was found on the printed circuit board, inside the cover, the support bracket, and transceiver printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.